Event description:
It was reported that the procedure was to treat a lesion located in the fistula artery. Although no leak was observed during preparation of the device, when pressure was applied, the balloon would not hold pressure and only inflated slightly. A leak was observed around the hub of the device. A new armada 35 balloon catheter was used to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified a leak near the hub, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Further assessment of this issue per site operating procedures was performed. These devices will continue to be monitored.